Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that he had to remove the dental implant during its installation surgery due to its lack of primary stability. There is no information about implant replacement at the same surgery. The patient presented insufficient bone quality/quantity (bone type iii) and implant was immediately carried out.